Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station had a black screen. A field service engineer (fse) checked the station and found vertical lines through all-in-one (aio) screen before it goes black and found a faulty aio. The fse temporarily used an aio from a station that was not in use to get the ER station working. The fse planned to replace the aio as soon as the part was available. Later, the fse replaced the aio, set the date on the station, and synced the station to the server. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device had black screen the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.